Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to c3472, c3473 and c3474 (3014862188-2021-01168, 3014862188-2021-01167 and 3014862188-2021-01166, test 2,3,4 of 4) this is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Negative rapid antigen tests. Report 1 of 4.

Event description:
User reported false positive result. Negative rapid antigen tests. Report 1 of 4.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(4) (3014862188-2021-01168, 3014862188-2021-01167 and 3014862188-2021-01166, test 2,3,4 of 4) this is a retrospective report due to challenges implementing esg.